Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the laparo-thoraco videoscope exhibited image communication error. The issue occurred during an unspecified therapeutic procedure and was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of reported e315 device image communication error could not be determined, as the issue could not be reproduced, however, the investigation found that the printed circuit board built into the video connector was malfunctioning, likely due to stress from normal use such as temperature stress due to energization, sterilization, electrical stress due to static electricity. It is possible that communication with the video system center has become unstable due to a printed circuit board failure, which may have caused the communication error. The event may be detected/prevented by following the instructions for use section below: chapter 3, preparation and inspection: 3.6, inspection of functions in combination with related equipment. Olympus will continue to monitor field performance for this device.